Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-08. H6: investigation summary : one mz1000 china sample was received for investigation no packaging was received with the sample, however the customer indicates the affected lot number to be 20056234. The connecting product was not returned to assist the investigation. A visual inspection identified three cracks at the edge of the female luer adaptor leakage was observed from the cracks during a flush through. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20056234 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Previous investigations into complaints of this nature could not identify a definitive root cause for cracks to the luer of the maxzero; however it is possible that the cracking was caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. In this instance the customer confirmed the leakage was identified at least 96 hours after commencing the infusion and therefore the damage is unlikely to have occurred as a result of a manufacturing defect. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the maxzero product.

Event description:
It was reported that a maxzero needleless connector leaked during use. The following was reported by the initial reporter: "the nurse connected the connector and the infusion set and found that the joint screw and the infusion set were leaking."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a maxzero needleless connector leaked during use. The following was reported by the initial reporter: the nurse connected the connector and the infusion set and found that the joint screw and the infusion set were leaking.